Manufacturer narrative:
Three samples were not returned. There was one case with a method codes of analysis of production records (3331), device not returned (4114), and a result code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method codes of device not accessible for testing (4117), analysis of data provided by user/third party (4112), analysis of production records (3331), and a result code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of type of investigation not yet determined (4118), and a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patients age was unknown. There were 3 patients with unknown gender.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Two samples were not returned. One sample was returned. There were three cases with method code of analysis of production records (3331) there were two case with a method code of analysis of data provided by user/third party (4112). There was one case with method code of device not returned (4114). There was one case with a method code of device not accessible for testing (4117). There was one case with a method code of testing of actual/suspected device (10). There were two cases with a result code of no findings available (3221). There was one case with a result code of operational problem identified (114). There were three cases with a conclusion code of cause not established (4315). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).